Manufacturer narrative:
Investigation summary: it was reported that upon opening, a white mark was observed at the tip of the needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield. The needle has a drop of white epoxy towards the needle tip. A device history record review was completed for provided material number 305180, lot number 0302571. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. Assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the epoxy on the needle. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 18x1-1/2 blunt fill had foreign matter. The following information was provided by the initial reporter: it was reported that upon opening, a white mark was observed at the tip of the needle.